Event description:
Customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the hard drive cmos settings. System operates as intended.